Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver download was performed and rtt loss and hwbbt error were observed. A functional test was performed and passed. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was confirmed. The probable cause could not be determined.